Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone to say she experienced a high blood glucose reading after eating a granola bar to treat low blood glucose reading from pump. Customer's blood glucose was 400 mg/dl. Caller was told to not treat based on pump but to do finger stick 3 times a day and to calibrate the sensor. Customer declined to trouble shoot for high blood glucose.